Event description:
It was reported that the device had system failure-46000508 error message 303,206,300 0 0 0. The event occurred during routine preventive maintenance inspection. The device evaluation noted a damaged downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a damaged downstream occlusion sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.